Event description:
The information received indicated that the physician attempted to use the outback catheter during a peripheral intervention case. He was using a 7f raabe sheath (cook) in the left groin and attempting to bring the outback up and over the aorto-iliac bifurcation when the nosecone of the outback separated from the rest of the catheter and sheared the wire inside. It was reported that the patient had a very steep bifurcation and that the physician was applying significant force to get the outback to go up and over. Once the outback separated, the physician removed the outback and wire and continued the case. The patient was unaffected by the situation.

Manufacturer narrative:
Please note additional information. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the physician attempted to use the outback catheter during a peripheral intervention case. He was using a 7f raabe sheath (cook) in the left groin and attempting to bring the outback up and over the aorto-iliac bifurcation when the nosecone of the outback separated from the rest of the catheter and sheared the wire inside. It was reported that the patient had a very steep bifurcation with severe calcification and that the physician was applying significant force to get the outback to go up and over. Once the outback separated, the physician removed the outback and wire and continued the case. There was no reported patient injury. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The catheter was coiled prior to insertion. The catheter was prepped in straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was difficulty advancing the outback over the guidewire. There was no difficulty torquing the device. The tip was not stuck in the lesion while torquing. The separated tip dislodged in the patient's vasculature but was slowly backed out with the device and wire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15320822 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
Additional information was received that indicated the vessel had severe calcification, but was not tortuous. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The catheter was coiled prior to insertion. There was no adverse event associated with the use of this device. The catheter was prepped in straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was difficulty advancing the outback over the guidewire. There was no difficulty torquing the device. The tip was not stuck in the lesion while torquing. The separated tip dislodged in the patient's vasculature. The separated tip was slowly backed out the device and wire from the patient. It was not know how the wire sheared off, but it happened as the device was being advanced over the iliac bifurcation.

Manufacturer narrative:
The device is available for evaluation, but has not been returned yet. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15320822 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.